Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and was ready to be used. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported a non-recoverable fault and site tried restart of the system. The intuitive surgical, inc. (Isi) technical support engineer (tse) observed the error 319 was reported for arm 4. The tse suggested the caller to perform a hard power cycle and issue was repeated again. The tse advised the customer to disable universal surgical manipulator (usm) 4 and issue booted up normal with three arms. The tse informed customer the arm needed to be replaced. The procedure was completed as planned with three arms with no reported injury.

Manufacturer narrative:
The universal surgical manipulator (usm) was tested on an in-house system in normal mode where it triggered error 319. During functional platform testing, the usm failed the fiber test due to the rolling loop fiber low values. After installing a golden rolling loop fiber, the usm passed the fiber test.

Event description:
Refer to h10/h11 for follow-up information.